Event description:
The pt reported that his blood glucose (bg) was 450 mg/dl with nausea, no other symptoms of hyperglycemia; he did not test for the presence of ketones. He stated that two days ago his bg was around 400 mg/dl; he reported that he experienced some shortness of breath. The pt stated that he replaced the infusion set and cartridge both times, delivered correction boluses, and found that his bg had resumed into his usual range a short time later. He reported that he did not notice insulin leakage but observed air bubbles in the cartridge. The pt confirmed appropriate cartridge filling techniques. Customer support helped him walk through priming the pump and he denied any signs of leakage. He denied moisture at the infusion site, stated that the site is a little red, and noted that he was last replaced two days ago. The pt said that he does not re-use cartridges. Insulin was newly opened and not expired. He denied changes in activity or medications. He denied illness. The pt stated that the time, date, and basal/bolus settings were correct. The bolus delivery history was correct. There were no associated alarms in the pump history. There were no temporary basal rates or pump suspensions. The complaint is being reported because of bg elevation during the use of recalled cartridges that did not leak but showed the presence of air bubbles.

Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.